Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist logged into both the es server and medstation and confirmed that none of the devices were in critical override. The health sight viewer (hsv) showed no patient delay notices, and message processing was functioning correctly. No disconnect flags were present. The specialist restarted the transmission control protocol/internet protocol (tcp/ip) and internal inbound services. Tss confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orders were not crossing over. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.